Event description:
The home pt (hp) reported experiencing abdominal pain while using the homechoice cycler for apd therapy. The hp relates that they woke up during apd therapy with a sharp pain radiating from the middle of their abdomen. The hp partially closed their transfer set connected to their catheter and pain lessened, however, when they opened up their transfer set again fully they experienced pain. The hp discontinued therapy for the night using the homechoice system and followed up with their healthcare professional (hcp). The hcp relates the dialysis center physician feels that the hp's catheter may have temporarily shifted upwards internally, resulting in the catheter pulling against the hp and causing pain during drain. According to both the hp and the hcp, there was no medical intervention and no recurrent pt injury.